Event description:
Information rec'd indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician found the valve guide tube was not functioning. He replaced the valve guide tube to repair the bed.